Event description:
It was reported that during the implant procedure, two different leads were attempted but the helix mechanism popped out twice even after re-screwing the helix back. Both leads were not used and a third lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).